Manufacturer narrative:
(B)(4) has been initiated for this issue. Model solara3g - serial number/date code (B)(4) is approximately 6 months old. The user manual part number (B)(4) rev c (dec-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition includes cardiovascular disease, unspecified; hemipleia: history of pressure sores, dementia and drop foot. The consumers is an (B)(6) male, (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The chair has been repaired and returned to the consumer. The suspect caster fork has not been returned to invacare.

Event description:
Customer alleged caster fork broke. No injury alleged.